Event description:
On 24-dec-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the click-legs had defects making it impossible to use the infusion set, it does not make the click, (the click-legs of tubing connector are deformed). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while she was standing and just changing her set, the new infusion set's tubing fell off from the quick release, as it did not lock. Moreover, this issue occurred with three infusion sets. The site location was at left side of her lower abdomen and the pump was in her left pocket. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was not stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while she was standing and just changing her set, the new infusion set's tubing fell off from the quick release, as it did not lock. Moreover, this issue occurred with three infusion sets. The site location was at left side of her lower abdomen and the pump was in her left pocket. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was not stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.